Event description:
(B)(6), nurse manager-peri anesthesia service, report that a pt complained of pain at the sensor site in pacu. When the sensor was removed,t here was redness noted. Additional info received from customer stated that (B)(6) did not know how long it took for the affected area to resolve as the pt was sent home the same day and she has not followed up with them. Pt was an outpatient. He was in and out within a few hours - max 5 hours. He was a middle age male patient.

Manufacturer narrative:
Attempts for the return of the sensor as well as additional info request have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor would be returned. As of the date of this report, the sensor has not been received by masimo to allow for an analysis to be performed. If new info is obtained, a follow-up report will be submitted.